Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) occurred and the procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. Physician noticed effusion pre-ablation while mapping with a non-boston scientific device. The physician performed a pericardiocentesis. The patient made full recovery and has been discharged. There were no device malfunctions noted. The device is not expected to be returned for analysis.